Event description:
It was reported that the pt's mother did not think the pt's vns device was working and requested the physician check the device. Per the physician, when the device was interrogated, it was found to be off, which was not intended. The physician then reset the pt's device to intended settings. Attempts for further info have been unsuccessful to date.